Event description:
Alleged a nurse intended to push down on the brake and instead pushed the CPR, which lowered the head section down, causing injury to the patient that just got out of surgery.

Manufacturer narrative:
The technician investigated and found the nurse intended to push down on the brake, but instead pushed the CPR by accident. The pt alleged they had pain and discomfort. The technician checked all of the functions on the bed and found no problems.